Event description:
The unit powered up with no display. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.